Manufacturer narrative:
Evaluation results: failure to follow instructions-force was used in an attempt to deliver the device. Patient's condition affected effectiveness of device-the root cause of the reported event was most likely due to patient lesion morphology. User/device interface -force was used in an attempt to deliver the device. Evaluation conclusion: device failure related to patient condition-the root cause of the reported event was most likely due to patient lesion morphology. (B)(4).

Event description:
The physician was using a sprinter legend rx balloon to pre-dilate a tortuous, calcified circumflex artery with 90% stenosis. No abnormality was noted during preparation of the device prior to use. Resistance was noted during delivery of the sprinter and it was confirmed that force was used. During attempted inflation the balloon ruptured, unable to hold any pressure. When the device was removed from the patient it was inflated on back table and a leak was observed. Target lesion was treated with another balloon. No clinical sequelae reported. Patient is doing well. Evaluation summary: the distal tip was flared and damaged. Blood was present in the inflation lumen and balloon. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. On pressurization the balloon failed to maintain pressure. A short radial tear was located on the body of the balloon over the inner shaft marker. Visual inspection confirmed there were no raised edges or damage evident to the inner shaft marker